Manufacturer narrative:
Updated surgical intervention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider stated that the cause of the event was unknown. Action/intervention took her to the operation room and secured the pump down. The patient was doing well after the intervention.

Event description:
Information was received from a patient who was receiving prialt (ziconitide, snx-111) via an implantable pump for no-malignant pain indications for use. It was reported that she was having trouble with the pump. The patient stated that the pump moved then flipped over and it hurts so bad where the pump was implanted all the way around to where the catheter goes into the spine. The agent asked patient if they have had any falls or trauma since implant and patient states no. The patient then stated over the last weekend the pump flipped all the way over and when they sat down the pump poked out turning sideways, and she had to physically push it back in. The patient mentioned that they had been through hell for the last 10 years and they are so done. The patient stated that the physician gave her a belt and when she seen him yesterday, she told her he will have to do a revision, but he could not get her in until (B)(6) 2025. She told the physician the belt does not help. The patient service reviewed medtronic is not medically trained and redirected the patient to their physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.